Event description:
Balloon popped before fully inflated. No injury to the patient was reported. Further investigation of the balloon indicates that a circumferential tear occurred when the balloon burst.